Event description:
Caller reported that a minimum fill notification occurred when attempting to reload a cartridge. There was no adverse impact to the customer's blood glucose level. Caller attempted to reload the cartridge with approximately 120-130 units of insulin but faced issues despite filling the tubing multiple times and cleaning the pneumatic tap area. Reloading the same cartridge did not resolve the issue. Technical support advised the caller on filling and loading a new cartridge and recommended contacting a healthcare provider to obtain more insulin. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.